Event description:
Nurse is reporting a significant suction problem with blood tube k2 edta pls 3ml lvn vctnr + bd hmgrd wb rbr stpr bld. This is the vacutainer purple top short. Nurse attempted to draw blood from patient and very little blood was going into tube. Was not technique. Had the same problem with the same lot on other patients. When lot number was changed there were no problems. It appears to be with lot number 7016681, with an expiration date of may 31, 2018.